Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 kept failed and cubie b5 and d1 and rubber keyboard required replacement. A field service engineer (fse) confirmed that the drawer issues were resolved by customer; the only required fix was replacing the silicone keyboard, which was replaced by the fse. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 repeatedly failed, particularly at cubies b5 and d1. It was also noted that the rubber keyboard required replacement.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.